Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to loosen the atrial set screws was confirmed in the laboratory. Visual inspection identified silicone septum material inside the atip and aring set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty in loosening the set screws.

Event description:
It was reported that device during explant for eri, ra lead could not be removed from the device header.